Event description:
It was reported the pt is no longer receiving adequate coverage. Reprogramming attempts were unsuccessful. X-rays were taken and no anomalies were found. The pt will undergo surgical intervention to address the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.